Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6a: not applicable as the product is not an implantable device. Section d6b: not applicable as the product is not an implantable device. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of a 1mtec30 cartridge broke while the lens was being injected into the patient's eye. This caused a small piece of plastic to detach and enter the patient¿s eye. The surgeon removed the detached plastic piece successfully. No further information was provided.